Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image is displayed due to an internal water immersion and cable failure caused by damage to the cable. However, a definitive root cause could not be determined. In addition, based on the results of the investigation, and because the phenomenon (e224 error) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely e224 error occurred due to a communication failure caused by the faulty cable. As to damage to the cable, the reported phenomena might be prevented by following the description in the instruction manual below: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video processor had an e224 communication error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the endoscopic image could not be displayed due to damage to the camera cable unit. The non-reportable findings are as follows: the switches could not be pressed down smoothly due to corrosion on the button. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.